Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports teeth have become loose due to byte treatment. Patient has been referred to a specialist due to mobility (23, 34, 25, 26, 8 & 9) and widened pdl (periodontal ligament) (24 & 25) and gingivitis.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.